Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00369. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 check vent: backup alarm failed error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported error code in the event log. The pse preventively replaced the central processing unit (cpu) board and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: the product investigation lab (pil) was unable to confirm that the 1104- backup alarm failed error code was logged and was unable to reproduce the reported issue. The backup alarm sounded during testing. Visual inspection noted no anomalies.